Event description:
A male patient underwent a diagnostic angiogram of the carotid in 2008. The diagnostic procedure was performed via a 6 french procedural sheath placed in the upper right common femoral artery, below the inferior epigastric artery. At the end of the procedure, the patient was treated with a mynx vascular closure device. The device was prepped per IFU and deployed by a trained user. Hemostasis was successfully achieved and the patient was transferred to recovery. While in recovery, the patient's blood pressure dropped and the patient was sent for a CT scan, which confirmed a retroperitoneal bleed. The patient stabilized following a blood transfusion of 4 units of fresh packed red blood cells. The patient recovered and was discharged without further clinical sequelae. Despite multiple requests for information, no additional information was obtained.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform a lot history review. Based on the limited information provided and the investigation performed, there is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.